Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was corrosion on the user interface module pump head module (uim phm) communication harness and printed circuit board (pcb) on channel c phm. The uim phm communication harness was replaced to correct the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During the product evaluation at baxter for another report, failure code 803:20 was found to have occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.04.00, categorized as unremediated.